Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 05-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patient was not showing up in pyxis. A technical support specialist (tss) had dialed into the server, checked the visit ID provided by the customer, and confirmed the patient had a discharge date/time set. Fse explained to customer that original admission message contained a discharge time of 2026-01-05 19:16, which caused the patient to drop from the system. Even after readmitting at 19:28, the discharge time remained and required an undo discharge. When the undo discharge was performed this morning, the patient appeared in pyxis. The customer gave permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient did not appear in the pyxis. Nursing stated the patient had briefly shown up in the system and then disappeared. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.